Manufacturer narrative:
Device analysis: the gel stent was placed on a slide and hydrated. The gel stent was amber in color. The inner channel of the gel stent appeared clear of debris and unobstructed. One end of the stent was observed to be flush and intact, while the other end appeared jagged and damaged. Length measurement of the gel stent was obtained. Based on length measurements obtained, it was determined a portion of the gel stent was broken off and not returned. Since a portion of the gel stent was returned, a visual inspection of the gel stent¿s entire inner channel and proper evaluation of the reported complaint condition cannot be performed. The reported complaint of gel stent blockage is unable to confirm since it was determined the gel stent was damaged prior to sample receipt and only a portion of the gel stent was returned; therefore, a visual inspection of the gel stent¿s entire inner channel and proper evaluation of the reported complaint condition cannot be performed. It is unknown how the gel stent became damaged; however, the device was removed from the tray and manipulated prior to receipt; therefore, handling cannot be ruled out. No further evaluation is required.

Event description:
Healthcare professional reported a xen® gts event described as "[xen] was clogged".

Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported a xen® gts event described as "[xen] was clogged".